Event description:
On 20-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart where the set was connected to the body, as the patient noticed that it was no longer attached to the body while swimming. The site location was at right side of the patient's abdomen and the pump was worn on the right top of patient's shirt. The infusion had been in use for one day. Reportedly, the infusions were not exposed to extreme temperatures. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart where the set was connected to the body as the patient noticed that it no longer attached to the body while swimming. The site location was at patient's right abdomen and the pump was worn on the right top of patient's shirt. The infusion had been in use for one day. Reportedly, the infusions were not exposed to extreme temperatures. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.